Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.3, hardware: iphone15.2, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that a skin irritation causing excessive itching and rash had occurred while wearing the pod between 36 and 48 hours on the abdomen. The patient visited a cvs minute clinic on 04 (B)(6) 2026; the consultation lasted ¿just some minutes,¿ during which they were diagnosed with allergic contact dermatitis due to the adhesive as treatment pateint was prescribed pregnazone tablet and a topical cream.